Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was found to be at end of life (eol) with a charge time in excess of 30 seconds. Eol was declared on 10/30/2006, and premature battery depletion was suspected. The patient was admitted to the hospital for a priority device replacement procedure. When the surgeon opened the skin a creamy substance was noted, which appeared to contain staffylococus bacteria. The infected zone had not reached the pocket, so the surgeon elected to abandon the replacement procedure and treat the infected zone. The device pocket was not opened and the device was left in situ to be replaced at a later date. The device was subsequently explanted on 11/7/06. No adverse patient effects were reported.